Event description:
Multiple burns to pt. It was noted that pt had a burn at right lower quadrant at lipo machine entry. Upon removal of plastic port at umbilicus entry site, another burn was noted. Rep stated that port acted as a conductor and further stated that other mds do not use ports provided by company, just enter liposuction tip through skin without a port.